Manufacturer narrative:
Complaint number: (B)(4). Holdex single use holdex. No decision tree available because medical device reporting was done based on authorities request. The holder filled with blood.

Event description:
During the use of 450263de problems in regards to blood collection were observed. No blood flow during collection procedure and leakage.